Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) and compression loading system (cls) became contaminated. The dcs was never inserted into the patient. Subsequently, both devices were replaced and the procedure was successfully completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: envpro-16-us (0012792507); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system (dcs) and compression loading system (cls) became contaminated. The dcs was never inserted into the patient. Subsequently, both devices were replaced and the procedure was successfully completed. No patient complications were reported as a result of this event. Additional information was received indicating that the dcs and cls became contaminated when the tie of the surgical gown fell into the loading sink while preparing for the procedure. The contamination was not due to user error, and the packaging of the dcs and cls was not compromised in any way.